Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that short v-v intervals and low r waves were noted on the right ventricular (rv) lead on the day of implant. A possible loose set screw was noted on the implantable pulse generator (ipg). The lead and ipg remain in use. No patient complications have been reported as a result of this event.